Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 280 mg/dl on the mobile system and result of 120 mg/dl on a professional bayer contour system. The reported values were obtained using the same blood drop. No actions taken based on device results. No adverse event reported. Requested return of suspect device.